Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit will not turn on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit ¿not turning on¿. It is unknown the circumstances under which the event occurred. A getinge field service engineer (fse) spoke with biomed linda. Customer stated the unit would not charge or turn on. Shortly after placing the service call, the customer noticed the console was not properly seated in the cart. This would cause the unit to not charge the batteries. With depleted batteries the device will not power on due to not having a charge source from the cart. The cart also supplies a/c power in the event of depleted batteries. Device will not power on by a/c power if not seated in the cart. Customer said they reseated the console in the cart and the unit starting charging. Customer verified proper function, issue resolved over the phone with customer. Unit cleared for clinical use. Patient involvement was not there.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit will not turn on. It is unknown the circumstances under which event occurred there was no patient involvement.